Manufacturer narrative:
The insulin pump was received with blank display due to moisture damage at the electronic also; moisture damaged was found on the motor and had corroded keypad traces. Unable to verify button error alarm due to blank display. The insulin pump had minor scratched display window, cracked case at the display window corner, cracked battery tube threads and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the device was exposed to moisture and stopped working. Customer's blood glucose was unknown. Device alarmed button error alarm and had a blank display. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.